Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: a review of the pump history indicated multiple ¿replace battery¿ alarms had occurred on (B)(6) 2016. Investigation revealed that the battery compartment was cracked. The battery cap was able to secure and maintain electrical connection. The pump powered on normally with the returned battery cap. The battery cap was loosened a half turn with no power interruptions. The pump successfully completed a rewind, load, and prime sequence and 24 hour duration test with no power interruptions occurring. The pump casing was removed, and moisture damage was observed on multiple internal pump components. The complaint of no power could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had no power and the battery compartment was cracked. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.